Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by overrotation. Coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Further visual inspection showed cuttings and an abrasion of the lead¿s outer insulation which occurred most likely during surgery. As to the abrasion the interaction between the leads should be taken into consideration. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, coagulated blood in the lumen of the returned lead was noted compromising the performance of the active fixation mechanism. No sign of a material or manufacturing problem was present.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead was explanted due to increasing threshold measurements during a routine follow-up. The impedance was stable. The patient was fragile and unstable as indicated by health care professional. This lead was explanted. No adverse patient effects were reported.